Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 2.05mm x 4.6mm in size. The mating grip surface exhibited full coverage of brazing material. The grips and other components surrounding the carbide insert exhibited damage that would have contributed to the detached insert. The grip tip surrounding the carbide insert was bent and had mechanical indentations. The complaint was confirmed by failure analysis. An additional observation not reported by the site that was related to the primary failure was identified. The instrument was found to have multiple indentations at the midpoint and tip of the grip tip. The grips were found to be bent, and additional damage was found at the distal end. The instrument was found to have one bent grip, causing them to be misaligned. The grips were not found to be cracked. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure the tip of the large needle driver broke during suture insertion. The tip serrations were found to be missing. A fragment fell into the patient. The procedure was completed robotically.